Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a laparoscopic nissen procedure, the needle kept falling out of the device. Multiple devices had to be used to correct this problem.

Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received one suturing device opened by the account with the appropriate packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instrument. Witness marks on the bevel wall were observed on the instrument. No sheering was observed on the toggle switches. The instrument was loaded with a pmv needle and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.